Event description:
Per 21cfr part 803, an MDR reportable event. Original complaint received from pt that alleged "pt reports blisters and scratches to her left leg." Questionnaire and photos received from clinician and/or pt at a later time states, "the brace has scared, bruised and blistered pt knee area from all angles causing tissue damage." Device not returned to manufacturer for eval.